Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a functional endoscopic sinus surgery (fess). It was reported that the software will jump back to the registration screen while they are navigating. The first registration is not saved and they have to re-register the patient. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was returned to the manufacturer for evaluation. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.